Event description:
It was reported that this right ventricular (rv) lead exhibited gradually risen out of range shock impedance measurements greater than 125 ohms. Technical services (ts) provided recommendations. It was noted that if the measurement were greater than 150 ohms replacement should be consider. This rv lead remains in service. No adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.